Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the safety bar would not move. It was further reported by the service technician at the manufacturer facility, that the safety bar was unable to be moved out of fast mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.